Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve resection, during the fourth firing, the surgeon attempted to fire and the handle locked, could not fire. Inspected and reloaded the stapler with same reload would not fire. Replaced reload with another reload and attempted to fire again and the handle locked. Replaced the stapler handle with another handle and attempted to try both reloads again but with no success. Loaded a third reload and was able to fire successfully. A reload as loaded for the final firing of the procedure. The handle locked again. The surgeon removed the stapler from tissue. He then opened and closed the stapler, repositioned on the tissue and was able to fire the reload successfully to complete the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the instruments noted that the firing knobs were fully retracted, and the articulation levers were in the neutral position. Each instrument was successfully loaded with a single use loading unit. Each instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.